Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high pacing impedance were observed on the right ventricular (rv) lead. The device was reprogrammed to deactivate low voltage output and to optimize the delivery of high voltage therapy. The patient's condition was stable and there were no adverse consequences.